Manufacturer narrative:
Product analysis: analysis was able to confirm the customer comment that the programmer screen would freeze and it was noted that the image on the programmer intermittently displayed as dark or dim. Analysis was unable to confirm the customer comment that it was not possible to update the programmer software. It was noted that the power cord bay latching tabs were broken. It was also noted that the keyboard screws were missing. Due to a lack of available parts for repair of the programmer it was recommended that the programmer be dispositioned as scrap. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that it was not possible to update the programmer software and that the programmer screen would freeze. The programmer was returned to service. There was no patient involvement.